Event description:
Twenty-one yr old spinal cord injured pt implanted with the freehand system on 9/13/96 had the distal portion of two implanted electrodes explanted 4/9/97 during the pre-PMA clinical trial. On 11/7/97, the remaining proximal lead of one of these electrodes was found to have eroded and protruded through the skin on the distal volar forearm. The erosion was not through the incision scar. The pt reported redness in the area before the lead broke through the skin. The wound was irrigated and debrided on 11/7/97. An additional portion of the electrode was excised and discarded. The pt also had a sore in a more distal location where the other electrode had been removed. This sore cultured mrsa, however, there was no growth from the eroded wound. On followup, the wound has healed and the pt has no further symptoms. The pt is very thin and works on a horse farm. Upper extremities may have been subjected to repeated pressures.